Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead did not find any anomalies. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that patient's atrial lead was dislodged. Fluoroscopy was performed. During lead revision procedure the lead helix rotation issues were noted. The lead was explanted and replaced. The patient was stable.